Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the reported b30 scope communication error, which was found to be caused by failure of the electrical circuit board. Additionally, leakage from the scope connector was observed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during prechecks in preparation for use, the hd autoclavable camera head presented a b30 error (scope communication error). Another device was used to complete the intended procedure. There was a delay in the procedure, but there was no clinical impact. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that the video function did not function normally due to the water invasion of the connector. Olympus will continue to monitor field performance for this device.